Manufacturer narrative:
The concomitant product of reservoir was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not functioning properly. The patient underwent surgery two weeks later and upon inspection, a hole was identified in the cylinder. Both cylinders and the pump were explanted and replaced. There were no patient complications reported.